Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd ultra-fine¿ insulin syringe the plunger rod is difficult to move it seems to be locked. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: consumer uses syringes for immunotherapy treatment (application of a candidiasis vaccine). Reports difficulty to perform the injection, once the syringe is with difficult to move. Locked. This fact ends up hurting her because it takes more force to push the medicine. In contact with our call center, explains: when applying the drug, informs that the plunger is "hard"/difficult to move, requiring greater force for the application. "It looks like it's locked," says the patient.

Manufacturer narrative:
Investigation: customer returned a photo of a poly bag of 1cc, 6mm, 31g syringes. Customer states that the plunger is difficult to move and it hurts. The attached photo was examined and no defects were observed. It is difficult to test the reported issues without the physical samples. Unable to perform DHR check for plunger difficult to move and pain due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that during use of the bd ultra-fine¿ insulin syringe the plunger rod is difficult to move it seems to be locked. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: consumer uses syringes for immunotherapy treatment (application of a candidiasis vaccine). Reports difficulty to perform the injection, once the syringe is with difficult to move. Locked. This fact ends up hurting her because it takes more force to push the medicine. In contact with our call center, explains: when applying the drug, informs that the plunger is "hard"/difficult to move, requiring greater force for the application. "It looks like it's locked," says the patient.